Event description:
The facility reported a pump with failure code 812:02. This failure code occurred during pt use, but it is unk at what step in the process it occurred. There was no pt injury or medical intervention necessary according to the hosp rep.